Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that asymptomatic patient presented to ER after receiving a therapy. Externalized conductors were noted. Stored episodes revealed appropriate hv therapy was delivered that resulted in high hv lead impedance. During revision, lead fracture was observed. Lead was capped and replaced without any patient complications.